Event description:
A peritoneal dialysis patient has reported that he got alarm during fifth cycle, when removing the tubing set liquid was coming out of the pump door. No prophylactic antibiotics were administered, patient's effluent remained clear and there were no other known patient ill effect. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.